Event description:
The manufacturer received the product with no complaint.

Manufacturer narrative:
Final device analysis revealed no significant anomalies. There was not enough information to determine the root cause of the failure. The device was returned with the capsule separate from the delivery system. The capsule trocar needle failed to advance and the analyst had difficulty advancing it. Blood was present on the capsule, foam gasket, and proboscis. Saliva was present in the trocar needle cavity and dual lumen, and on the foam gasket and proboscis. The plunger was not fully depressed and was under-retracted. The push wire would not make contact with the trocar needle.